Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: the air-water cylinder, air water channel, and the auxiliary jet tube had foreign objects. Based on the results of the investigation, the type of object or probable cause of the objects to remain in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device exhibited an intermittent image contact issue. The issue was observed during preparation for use. There was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.